Event description:
It was reported that the pump started alarming on (B)(6) 2014 and the patient had to go in to the ER (emergency room). Reporter wasn¿t exactly sure what the alarm was but noticed it was going off every 10 minutes. Healthcare provider (hcp) had interrogated the pump and they confirmed the pump "was failing". They started patient on oral baclofen on and planned to replace the pump on (B)(6) 2014. Patient had healed up from the initial implant surgery and they were told to watch for withdrawals and to check the patient's blood pressure. Patient was given 20 mg of oral baclofen and they started with 1/2 the dose and moved him up to a whole. Per reporter patient was ¿acting really weird¿, exhibiting irritability, anger and the ¿tone came back at that time¿. Patient slept from midnight to 11 am this morning i.e. (B)(6) 2014 and she thought they disabled the alarm but it was going off again. It sounded like the critical alarm, per reporter. Between the time the patient got the pump and on (B)(6) 2014 when the pump began to alarm, the patient wasn't showing any signs of withdrawal. Pump was helping. ¿patient wasn't all knotted up and went from a 4 or 5 to a 0 as of wednesday (B)(6) 2014¿. Patient even walked 90 feet with a walker. The last dosage change was on (B)(6) 2014 and the patient had not had an official refill yet. Drug delivered via the device was baclofen. The following day, it was stated that telemetry confirmed the alarm was a critical alarm due to motor stall. The stall was intermittent. Pump had shown numerous motor stalls going back approx. One week. The plan remained to replace the device but hcp wanted to turn pump off for now since it was working so intermittently. Patient was not having withdrawal symptoms, but was having a return of symptoms when the pump was stalled. Pump turn off code was provided to the hcp. Later, the device was returned and it was noted that the recovery of the motor stall was unknown to the reporter. Reporter indicated that diagnostic testing or troubleshooting was performed but specifics were unknown. The pump was replaced on the scheduled date and patient status was indicated as ¿alive - no injury¿. Per hcp on (B)(6) 2014, patient's family started hearing a critical alarm going off intermittently and continued for several days until pump turned off. Telemetry/pump logs showed stalls occurring until recovery starting (B)(6) 2014. No cause determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No significant anomalies were shown to be determined as the root cause for the field stalls and recoveries.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that underinfusion from (B)(6) was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.